Event description:
While working on a patient in cardiac arrest with the monitor/defibrillator in manual mode, four shocks were delivered. The emergency medical technician-paramedic (emt-p) printed out the code summary and noticed all four shocks were delivered at 200j. The monitor/defibrillator did not automatically escalate the joules. No adverse effect to patient. The monitor/defibrillator was pulled from service and checked with a simulator. The unit functioned appropriately and found no malfunction with operation. The unit was returned to service. Further follow up indicates that staff may have inadvertently changed energy level without realizing it.